Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. Fse reported the cause of the false positive tni results was the cta wash station assembly. Fse reported the cta wash station didn't vibrate during clean cycle. Fse replaced the cta wash station assembly to resolve the issue. No patient demographics provided. MDR # 2050012-2016-00035 for (B)(6) 2015 event. MDR # 2050012-2016-00036 for (B)(6) 2015 event.

Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated false positive troponin I (accutni +3) patient results. Customer reported 3 patients on 3 different dates were affected. Erroneous results were not reported outside of the lab. No change in patient treatment was reported.